Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of error displayed on external pulse generator and the main printed circuit board (pcb) was found to be out of specification electrical. It was also noted on analysis that the atrial output connector was installed incorrectly and this was corrected. It was further noted that the keyboard window was scratched, tube sleeve was missing, three plugs were damaged (tool marks), case screws, main printed circuit board (pcb) screws and two output connector nuts were loose (not fully torqued) and four case screws were contaminated. There was evidence that the device had been disassembled and reassembled by an external service person. All found defective parts were replaced, firmware was updated and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned into service, and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.